Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: dec 18, 2023. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the suspect iol was received inside of a specimen cup in an unknown solution. Visual inspection of the iol found the lens was received cut in half. No issues that could contribute to the complaint issue were observed and no further issues identified. Complaint issue "explant", "halo vision", and "glare surgical intervention required" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications and the reported complaint issue could not be confirmed. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the dfw150 model intraocular lens (iol) was implanted into the patient¿s operative eye. Due to complaints of glare and halos, the iol was explanted during a secondary surgical procedure; the information regarding the replacement iol is unknown. There was no patient injury. Patient outcome post-lens exchange is unknown. No further information is available. The patient had bilateral lens explants. A separate report will be filed for the patient's other eye.

Manufacturer narrative:
Additional information: sections a-4 patient weight and a-5 patient ethnicity and race: unknown/asked information unavailable. Section b-3: date of event: unknown as information was not provided. The best estimation date is between (B)(6) 2023 and (B)(6) 2023 or (B)(6) 2023 (iol implant and bilateral explant dates). Section d-6b date explanted: unknown as information was not provided. Date is either (B)(6) 2023 or (B)(6) 2023 (bilateral explant dates). Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.